Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav and the patient had a cardiac arrest and passed away. The report indicated that after induction of anesthesia to the patient, the patient was cardioverted due to low blood pressure and rapid ventricular response (rvr). The cardioversion was successful with sinus rhythm. The intracardiac echocardiography (ice) catheter was advanced into the body, the ejection fraction (ef) and blood pressure were very low. The patient had electrical signals but no pressure. The patient had pulseless electrical activity (pea), cardiopulmonary resuscitation (CPR) was started, and a code was called. The patient passed away. The biosense webster inc. (Bwi) catheters used in the case were the soundstar catheter (10-french) and decanav catheter. The bwi catheters were believed to be brand new, and the catheters were discarded. The reporter was unable to provide details about the bwi catheters. The carto 3 system was used for mapping. No ablation system was set up. This event will be conservatively coded and reported under the decanav catheter. Due to limited information, and since it was used during the procedure, the event cannot be completely dissociated from this device.